Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 46-50 mg/dl were recorded by continuous glucose monitor (cgm) from 2:26:50 pm to 2:41:48 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:26:50 pm on (B)(6) 2020. A tubing fill of size 10.5 units was observed on (B)(6) 2020 at 1:04:00 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 9:40:10 am and 1:04:40 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Bg cause was not known. Customer consumed soda to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.